Event description:
Consumer called to report getting inaccurate readings from the their plink meter. Compared to another meter and the readings were not correct. Analysis run on clark error grid using competitive readings (226) as ref. Point vs. Bd reading (446) yielded data points in the c range of grid, outside acceptable limits.